Manufacturer narrative:
Additional information is provided in sections d.9,h,3,h,6 and h.11. The company representative was able to replicate the reported issue. The fluidics module (fm) was subsequently replaced to address this issue and was returned for testing on this investigation. The system was tested and found to meet product. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). The fm was received for testing on this investigation. A visual assessment of the returned sample revealed all 4 rollers were corroded. Module was installed and primed onto a known good system and system message (sm) was replicated. The reported event was attributed to the corroded hub rollers on the fluidics module. The root cause of the reported event is attributed to nonconforming hub rollers on fm. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a cataract surgery, the ophthalmic system displayed a system message (sm). The system stopped functioning and could no longer be used. The surgery was canceled. A reoperation was performed the following day. The patient¿s current condition is unknown. Additional information has been requested. This report pertains to ophthalmic system involved in the reported event.